Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and was dislodged. This lead was explanted, and a new one was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the dislodgement was seen on fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and was dislodged. This lead was explanted, and a new one was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the dislodgement was seen on fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and was dislodged. This lead was explanted, and a new one was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the dislodgement was seen on fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and was dislodged. This lead was explanted, and a new one was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.